Event description:
"Resident performed a thoracentesis over the weekend and sheared the catheter, which is still inside the pt." On 9/5/00 risk mgr stated the sheared catheter remains inside the pleural cavity of the pt, as it was a medical decision not to retrieve sheared piece. The pt did not require any add'l medical intervention as a result of the incident.